Event description:
The customer called technical support (ts) reporting that during setting up the device it alarms, and has an 1104 error code - backup alarm failed message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Failure is intermittent and customer has already replaced power management printed circuit board assembly (pm pcba) but requests further troubleshooting for repair. The rse advised customer to replace central processing unit (cpu) pcba to address 1104 code. The customer will order part and replace and callback for option codes when ready. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.